Manufacturer narrative:
No product samples were returned for investigation, however, a series of photographs were returned showing a lat-d1000 tego connector with apparent seal tearing and the seal collapsed into the interior of the yellow body. This would result in occluded flow. The complaint can be confirmed, however, without return of the affected sample a comprehensive investigation cannot be conducted and a probable cause of the seal tearing damage and subsequent occluded flow during use cannot be determined. The device history record for lot 13578867 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for investigation, however photos were provided. Investigation pending. E1 initial reporter phone number: (B)(6).

Event description:
The event involved a connector tego where the reporter stated that the patient was connected to hemodialysis therapy, once the therapy was started, a very high system pressure was observed (resistance in the venous line), the entire extracorporeal system was checked without finding any novelties in it, for which she define checking the catheter with a syringe. Once removal of lines from the extracorporeal circuit of catheter lines to install a syringe, she observed that the silicone from the tego connector (the one found in the venous line) was wrinkled, preventing the blood from returning to the patient. No patient harm.